Manufacturer narrative:
(B)(4). Pentax video colonoscope model ec38-i10f2 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint that occurred in (B)(6). The reported complaint of a steel braided wire coming out of the insertion flexible tube(ift) involving pentax medical video colonoscope model ec38-i10f2, serial number (B)(4). No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported. The user noticed the failure and sent to pentax medical for service.